Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6103946. Medical device expiration date: 2017-09-30. Device manufacture date: 2016-04-12. Medical device lot #: 6120824. Medical device expiration date: 2017-10-31. Device manufacture date: 2016-04-29. Investigation: 100 samples from each lot number were returned, but no photographs were attached, in support of this complaint. 20 samples from each lot number were taken, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 3000rpm for 10 minutes. All samples separated as expected with complete impervious gel barriers, and no signs of any gel particles. The samples from lot number 6103946 did however, generate a few gel globules in some of the supernatants. A review of the DHR with particular focus on gel dispense was carried out with no issues relating to the reported defect being identified. The complaint is confirmed based on the results obtained with the returned samples from lot number 6103946. Bd was able to duplicate or confirm the customer¿s indicated failure mode because the defect was evident in the testing of some of the returned samples. No definitive root cause could be established for the reported defect, however it is understood that patient conditions, tube storage and processing conditions can impact on the quality of the plasma and the presence of gel globules. Bd plymouth is working closely with the supplier of the gel used in these tubes to improve its stability and minimize the formation of gel globules. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that when using bd vacutainer® lh pst¿ ii plus blood collection tubes, there is an ¿aspiration error¿ given from the analyzer. Customer also states that the serum is ¿much more dense than usual¿ and there are ¿micro particles in the serum¿. There was report of injury or medical interventions.